Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. The cause of this condition is unknown and no repairs were made to correct the reported condition. This complaint is an ancillary service event opened during investigation of (B)(4). If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a downstream occlusion set, which constitutes a possible false occlusion alarm; this is report 15 of 22 of this condition. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.